Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump, leading to the pump shutting off. No information about any adverse impact on the customer's blood glucose level was provided. A replacement pump was sent.